Manufacturer narrative:
Batch review performed on 30 july 2018: lot 168602: 60 items manufactured and released on 05 april 2017. Expiration date: 2022-03-27. No anomalies found related to the issue. To date, 81 items of the same lot have been already sold without any similar reported event.

Event description:
Following the primary case the patient was 3cm long on the operating side, the patient came to see the surgeon and insisted that she wanted the prosthesis revised to address the leg length discrepancy.